Event description:
The customer reported being hospitalized due to high blood glucose of 640mg/dl. The customer mentioned having a site infection, and the doctor has given a prescription for treatment infection. The customer was treated with a manual injection to control his glucose level. Troubleshooting was performed. The customer stated that he kept bolusing, but it did not work. The time, date, and settings were correct. Reviewed the alarm history and found motor error alarms. Assisted the customer to ran the fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and it was not bent or occluded. Reminded the caller to change the infusion set every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.